Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and difficulty removing a catheter occurred. Vascular access was obtained via the left brachiobasilic arteriovenous fistula. The 50% restenosed target lesion was located in the brachiocephalic vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and inflated two times, 5 secs using a 10cc syringe. During the third inflation at 7cc/5 secs a balloon rupture occurred. The physician slowly pulled on the mustang balloon catheter and encountered difficulty removing the balloon from the vein access site. An incision was made at the vein access site to successfully withdraw the mustang balloon catheter intact. The procedure was completed with this device. No further patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and difficulty removing a catheter occurred. Vascular access was obtained via the left brachiobasilic arteriovenous fistula. The 50% restenosed target lesion was located in the brachiocephalic vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and inflated two times, 5secs using a 10cc syringe. During the third inflation at 7cc/5 secs a balloon rupture occurred. The physician slowly pulled on the mustang balloon catheter and encountered difficulty removing the balloon from the vein access site. An incision was made at the vein access site to successfully withdraw the mustang balloon catheter intact. The procedure was completed with this device. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the device was returned with a 6fr sheath. The balloon was torn circumferentially 5mm from the proximal balloon bond. The distal portion of the balloon remained attached to the distal tip. The single lumen shaft at the balloon area was severely stretched and kinked. The proximal markerband was loose on the stretched shaft. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).